Event description:
This information was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of sterile peritonitis in a patient subsequent to receiving extraneal viaflex, lot number 10g06g40, intraperitoneally (ip) during continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient developed sterile peritonitis manifested by abdominal pain. On that same date at 0700, extraneal viaflex therapy was stopped. The patient received treatment with fortum 1 g ip, and kefzol 1 g ip. On (B)(6) 2010, the sterile peritonitis resolved and fortum and kefzol were completed. On (B)(6) 2010, the patient began vancomycin 1 g ip and was ongoing. The reporter believed the sterile peritonitis was related to extraneal viaflex therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.